Event description:
During a coronary angiographic procedure for dyspnea and abnormal stress test, after the first injection of contrast into the patient's coronary artery, air was injected into the patient, resulting in patient death.

Manufacturer narrative:
Acist angiographic hand controller kit, model at-p54, lot number unknown. The at-p54 was returned with other manufacturer's extension tubing. No other acist consumable kits were returned and the lot numbers were not provided. The acist angiographic injection system, model cvi, system serial number (B)(4) was returned on april 11, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. Testing of the returned acist angiographic hand controller kit, model at-p54 used during the event confirmed that there were no quality issues. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. As a follow-up action subsequent to the event, acist's clinical specialist provided in-service training to the user facility's cath lab staff on april 26 - 27, 2022. No cine-angiograms were returned for evaluation. A follow-up report will be submitted if the cine-angiograms are returned. This report is closed.